Manufacturer narrative:
The reported event, for drill bit breakage, was not confirmed as the drill bit was not returned for evaluation. Without the drill bit, the root cause cannot be determined. Device not available for return.

Event description:
It was reported that during surgery; the tip of the drill bit broke. It was also reported that the procedure was completed successfully. It was further reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The reported event, for drill bit breakage, was confirmed on receipt of the returned drill. The returned drill was evaluated by product engineering who observed the drill was broken at the tip of the drill. Damage and witness marks were also observed to the flutes of the drill. Based on the analysis carried out it suggests that there was a misalignment between the drill and the nail during use, causing the drill to come in contact with the metal nail, causing the drill to break at the tip. The IFU for the radiolucent right angle drive for use with the radiolucent drill bit states the following caution; "caution: excessive pressure can damage either the drill bit or driver."

Event description:
It was reported that during surgery; the tip of the drill bit broke. It was also reported that the procedure was completed successfully. It was further reported that there were no adverse consequences as a result of this event.